Event description:
It was reported that the customer experienced a blood glucose of 40 mg/dl, after she delivered too much insulin via insulin pump bolus. This caused a threshold suspend of insulin delivery. Customer treated with food. She declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.